Event description:
It was reported that urine leakage seemed to have occurred from the nipple of the drainage bag; however, the exact source of the leak was unknown.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Based on event description, the catheter has been discarded and evaluation has been done by photo attached from medicon, we unable to confirmed problem as reported event and the sample was classified as poor sample condition due to catheter has been discard.the instructions for use were found adequate and state the following: contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine leakage seemed to have occurred from the nipple of the drainage bag; however, the exact source of the leak was unknown. Per email received from the ibc representative on 1-mar-2020, urine leaked from the catheter.